Event description:
A 21-year-old male with post-cardiotomy cardiogenic shock (pccs) and a history of prior coronary artery bypass grafting (CABG) was supported with an impella cp inserted via the right axillary/subclavian artery. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage e shock. Following surgery, the patient remained critically ill and required maximal vasopressor support, extracorporeal membrane oxygenation (ECMO), and impella cp support for left ventricular unloading. According to the treating surgeon, the heart was not demonstrating meaningful cardiac function. During support, the impella cp experienced suction alarms while operating at p2 with reported flows of approximately 0.1 l/min. Follow-up information obtained from the clinical team indicated that the patient expired while on support. The death was reportedly anticipated by the treating staff given the severity of the patient's condition. The death is conservatively being reported; however, it is more likely attributable to the patient's underlying post-cardiotomy cardiogenic shock (scai stage e), profound cardiac failure with minimal native cardiac function, requirement for maximal vasopressor therapy, and the need for concomitant ECMO and impella cp support. Additional information was received indicating that the reported suction event was not related to the patient's death. The patient had congenital heart disease and returned to the operating room for chest closure, described as a third-time redo procedure. At the time, the patient was already receiving extracorporeal membrane oxygenation (ECMO) support and was reported to be in an extremely critical condition. An impella cp was placed via the right axillary approach to provide left ventricular unloading; however, support was limited to p2 with minimal flows during the short duration of use. Upon return to the intensive care unit, the patient remained on maximal supportive therapy and subsequently expired due to the severity of the overall clinical condition. According to the treating team, there was no indication that the reported suction event or impella cp support contributed to the patient's death. This additional information further supports that the patient's death was more likely attributable to the underlying congenital heart disease, post-cardiotomy cardiogenic shock, profound cardiac failure, requirement for maximal vasopressor support, and concomitant ECMO support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.